Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 501mg/dl on the contour next ez. She entered the reading in her pump and received 4.3 units of insulin. A half hour later she felt dizzy and shaky and became unconscious. The paramedics were called and they gave the customer a bag of glucagon. She woke up approximately an hour later and her blood glucose was then 68mg/dl. After taking more glucagon, she felt better. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
It was noted in the complaint the customer tested blood from under her fingernail, which is not an ideal sampling point. If there was glucose/sugar residue under the fingernail, this may have contributed to the reading in question.